Event description:
The customer reported that the device did not cut. The surgical time was extended by 30-40 minutes. An unknown amount of bleeding occurred but it was unclear if this was anticipated bleeding or not. No patient injury. No additional information is available from the site at this time.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.